Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, reported shorter battery life and received replace battery now alarm. Customer reported blood glucose value of 160 mg/dl and the hyperglycemic event was treated with insulin pump (subcutaneous insulin infusion) and by changing the set. The event involved product(s) mmt-1884, mmt-332a, and mmt-399a. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump system within 48 hrs of high blood glucose event. Customer was not using the minimed 780g system with the auto mode/smartguard feature active at time of high blood glucose event. Troubleshooting was performed for shorter battery life and replace battery now alarm. Customer was advised to replace the insulin pump. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-399a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08710 inches. The pump was monitored and no unexpected battery power loss and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. On the event date of 25-apr-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 25-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the event date of 25-apr-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 04/21/2025 05:33:24.000 insert battery alarm was expected since the battery was removed from the pump. There is no battery related alarms/alerts or unexpected battery power loss and charge/battery lasts less than expected noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 04/06/2025 09:40:00 after more than 7 days at 16.17 days. Battery cycle 2 received the lowbatteryalert (104) on 03/20/2025 17:46:00 after more than 7 days at 15.75 days. Battery cycle 3 received the lowbatteryalert (104) on 03/04/2025 14:09:00 after more than 7 days at 15.34 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.30 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for unexpected battery power loss and charge/battery lasts less than expected were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.